Event description:
It was reported that the ventilator generated alarm indicated high airway pressure and high o2 concentration. High squeal pitch has been heard from expiratory area. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported event could not be duplicated and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. He evaluation of provided device logs confirms the reported event at (B)(6) 2022. The logs show that the ventilator alarmed for high o2 concentration and also in combination with high airway pressure. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior ventilation was started passed without remarks. The root cause of the alarms for high o2 concentration has not been determined.